Event description:
It was reported that the patient heard a critical alarm in the am on (B)(6) 2012. The patient missed his refill date which was on (B)(6) 2012. The patient inquired about how frequently alarms sound. The patient reported return of symptoms, headache and increased pain. The patient was scheduled an appointment with the health care provider at 2 pm on (B)(6) 2012. Additional information had been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n230604, implanted: (B)(6) 2011, product type accessory. (B)(4).